Event description:
It was reported that the patient was contemplating suicide because the device had not yet been programmed on since vns implant. The police department followed up with the patient who was reported to be fine and reportedly sleepy. It was reported that the patient is in the process of obtaining a new primary care physician and neurologist. No additional relevant information has been received to date.